Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of rewind anomaly, button error and low readings from the insulin pump. The customer's blood glucose reading was 125 mg/dl. The customer stated that she pressed the act button on the reservoir and the set button did not respond. The customer stated that her continuous glucose monitor also alarmed low glucose at night. The customer was advised to monitor the pump.